Manufacturer narrative:
The calibration and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase results for one patient sample. The initial result was 240 u/l with a data flag. The repeat results were 109 u/l, 49.1 u/l, and 52.6 u/l. No questionable result was reported outside of the laboratory. The customer used cobas pure c 303 analytical unit serial number (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the reaction monitor, the zigzag curve course indicated an issue with the main degasser that was replaced by the field service engineer. The issue was consistent with an accumulation of cells close to the sample surface. Since the calibration and qc data were acceptable, a general reagent issue is excluded.